Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver will not boot and charge failed - perpetual rebooting. Receiver download retrieved and attached: no - perpetual rebooting.. Performed manual sound test "try it" feature: failed - perpetual rebooting. Opened receiver, detached ui pcba, and downloaded: passed. Perform global receiver communication tool sound test: passed. Open receiver case for internal visual inspection: passed. Receiver functional tester: could not perform due to be perpetual rebooting. Perform global receiver communication tool sound intermittent test: passed. Measure the speaker resistance. Speaker resistance within specification, 7.56 ohms. Receiver log review: perceived no/intermittent audio due to user alert snooze setting found in the log within the investigation window. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had intermittent audio output. No additional event or patient information is available. The receiver has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.